Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited small p-waves and high thresholds in multiple implant sites. After eight repositioning attempts the helix would no longer extend. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.